Manufacturer narrative:
Upon receipt, the device was interrogated with a programmer, which revealed that the device was above eri. The device image and retrieved and no anomalies were noted. Electrical, impedance, and output examination of the device was normal. The results of the investigation concluded the analysis of the device was normal with no anomalies found.

Event description:
The patient in critical condition underwent an intestinal procedure, during which a magnet was used to disable the tachycardic device therapy of the current ICD implanted in 2009. During the procedure, the patient experienced ventricular fibrillation. The magnet was removed to enable tachycardic therapy, however, the device did not record the episode. No therapy was delivered and external defibrillation was applied unsuccessfully. The patient expired due to an abdominal aortic aneurysm which led to internal bleeding.